Event description:
Healthcare provider reported "exchange with no complaints towards the device". Healthcare professional later reported "implant intact, grade iii capsular contracture, capsule calcified and milky white peri prosthetic fluid". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to b3: partial date of may/2025 provided. Continued e1 -- alternate email addresses: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease, non-penetrating nick wear abrasion and opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.